Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the small battery drive casing device was not functioning. It was reported that there was a five minute delay in the procedure due to the event and there was an unspecified spare device available to successfully complete the procedure. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the small battery drive casing device was not functioning was confirmed. An assessment was performed on the device which found that the unit did not power drill with the battery inserted. It was noted that the unit has voltage output but did not power drill. The assignable root cause was determined to be component wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.